Event description:
It was reported that the pump beeped a couple of times, the display was red, a 5-digit error code was shown, and the device was leaking. Reporter stated that the school nurse assessed the pump and noted that the tubing had broken between the medication bag and pump and most of the medication had leaked out. Troubleshooting was attempted but the pump would then no longer power on. Reporter then stated that the indicator light flashes briefly but then goes off. The medication cannot be stopped for more than 4 hours. A new pump was needed. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: 08-aug-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was confirmed as the device was unable to be powered on. The cause was a defective keypad. The keypad was replaced to address this issue.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.